Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the tether was cut but became stuck and could not be completed removed from the delivery system. Several attempts were made to adjust and maneuver the delivery system tip and try to free up any entanglement or try to retrieve the ipg back into the delivery system for removal. After a few maneuvers the tether now seemed to be stuck within the delivery system and was no longer attached to the ipg. The delivery system was removed. No patient complications have been reported as a result of this event.